Event description:
It was reported that the patient needed to replace their columns and started experiencing shortness of breath. As a result, the patient called 911. The patient was sent replacement columns and was fine the following day.

Manufacturer narrative:
B3: date of event is estimated. As the device is not returned, no other information is available at this time to determine any other probable cause and/or the exact cause of the event.